Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he was hospitalized yesterday as his insulin sites were not working and blood glucose rose to 900mg/dl. The customer received a no delivery alarm. No deliveries started and meter said above 600mg/dl. The customer was admitted as high blood glucose would not go down with bolus, super dehydrated, heart felt like it was going to beat out of his chest. He was treated with intravenous drip, and insulin injection. The customer was wearing the pump at time of hospitalization. The customer does not want to troubleshoot at this time. The insulin pump will not be returned for analysis.